Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event nodules / bumpy (pt: injection site nodule), was deemed to meet the serious criteria of potential permanent damage and required intervention to prevent permanent damage. The device history record for belotero balance lidocaine injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2022-00079, referring to the same patient. This spontaneous report was received from a us healthcare professional and concerns a female patient. She was injected with belotero balance lidocaine, on (B)(6)2022. Batch number was reported as aw00598-01 (reportedly an invalid number, expiry date: 12/2022). In (B)(6) 2022, after the belotero balance lidocaine injection, the patient experienced no effect, and that the nasolabial folds and tear trough areas were painful after the injection. The patient also had some pretty bad bruising in the areas that were treated. The outcome of the events was unknown. Follow-up information was received on 19-may-2022: the case was upgraded to serious. The events hyperpigmentation and nodules / bumpy were added. The patients age, date of birth and weight (reported as approximately (B)(6)) was provided. The patient was (B)(6) at the time of the event. She was injected with a total of 1 ml of belotero balance lidocaine, into the tear tough, crows feet, nasolabial fold and cheeks (off label use of device). The patient was previously treated with juvederm, botox and belotero (reported as bolotero). Batch number was reported as aw00598-01 (reportedly an invalid batch number). Concomitant medication were reported as none. On (B)(6) 2022, after the belotero balance lidocaine injection, the patient experienced bruising, pain, hyperpigmentation and nodules. As corrective treatment, the patient was prescribed with arnica topical and cold compress. In the opinion of the reporter, the prescribed corrective treatments were probably necessary to prevent permanent damage. No laboratory tests were performed. As reported, there was no positive effect or outcome. At the time of this report, the patients skin was still discolored and bumpy. Due to the provided information, the outcome of the events hyperpigmentation and nodules / bumpy was considered as not resolved. The outcome of the events bruising and painful remained unchanged. In the opinion of the reporter, treatment was probably necessary to prevent permanent damage. The events were probably (also reported as not sure) related to belotero balance lidocaine. Internal database correction was performed on 25-may-2022: after internal review the seriousness for the events painful and bruising were re-assessed to non-serious and the causality assessment due to follow-up information from 19-may-2022 was amended accordingly. Furthermore, in the opinion of the reporter the events may be considered permanent based on information provided on 19-may-2022.